Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, the cell-dyn sapphire hemoglobin syringe produced "failed to home" error messages 18 hours after installing the new style hemoglobin syringe. The customer stated that this error occurred a total of six times. The customer then installed an old style hemoglobin syringe and no further "failed to home" error messages were observed. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list number 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by (B)(4) and released for distribution on (B)(4) 2009.